Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, displacement test, and the prime test. The unit was received stuck in a motor error loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that went undetected during testing. The following cosmetic damage was also found on the insulin pump: a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call a motor error alarm while priming the insulin pump. The customer's blood glucose value at the time of incident was 22.5 mmol/l. Troubleshooting was initiated and the pump was able to be rewound. Customer returned device for analysis and a replacement pump was shipped to the customer.